Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her blood glucose level was not coming down after bolusing. Customer's blood glucose level was over 400 mg/dl. The customer was nauseous, had abdominal pain, and was feeling heaviness in the arms and chest. The customer treated her blood glucose level with pens and injections. She noticed air bubbles in the tubing. The device was not returned.